Manufacturer narrative:
The device remains implanted with the newly implanted rv lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2,000 ohms. A revision procedure was performed and the rv lead was surgically abandoned. During the procedure, fluoroscopy did not identify any damage to the lead, however the physician suspected the issue was related to 11 year old rv lead.